Event description:
The consumer indicates that the glasses have a compartment, about an inch and a half long, on its left side that houses a rectangular lithium ion battery. On top of the battery there is a thin, plastic cover held by three small screws. The consumer put the glasses on and the plastic cover cracked immediately and fell right off. The consumer contacted the MFR and explained the situation. He was informed that because the glasses are no longer under warranty and they do not sell parts, they could provide no assistance. The consumer contacted the MFR and explained the situation. The rep he spoke to informed him that they would escalate the matter to the MFR. The consumer states that he uses his glasses two to three times a month, and has never used them for sporting activities. The glasses cost approx one-hundred sixty dollars. The consumer believes this product poses a shock hazard. The consumer plans on keeping the unit for at least the next thirty days in case an investigation ensues. (B)(4). Retailer: the glock store. Retailer state: www.glockstore.com. Purchase date: (B)(6) 2015, this date is an estimate.